Event description:
It was reported that a 6f angio-seal was deployed in the right common femoral arteriotomy (rcfa) post coronary angiogram, and hemostasis was achieved. A pre-insertion angiogram showed the vessel to be over 4mm and the puncture site was 2 cm above the bifurcation. The pt was taken back to the ward and then discharged. The pt later returned (unk date) with a painful groin. Approximately 2 weeks post procedure, the pt was taken to surgery where it was noted that there was a severe inflammatory response around the angio-seal, as well as a intimal dissection of the rcfa resulting in an occlusion. An endarterectomy with vein patch angioplasty was performed. The angio-seal was removed. The pt's medications included simvastatin (20mg), rosuvastatin (20mg), bendroflumethiazide (2.5mg), atenolol (100mg), doxazosin (4mg), and amlodipine (5mg).

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions - should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the pt is to contact their physician immediately at the # listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, and any other unusual symptoms.